Event description:
It was reported that the ilet screen fractured after the patient inadvertently rolled onto the device while camping, resulting in a completely shattered display that prevented navigation or shutdown; blood glucose was not impacted, and the user had backup therapy until a replacement arrived. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy due to the availability of backup therapy and planned replacement. Investigation included customer interviews and service logistics review. Investigation of this case revealed physical damage to the display consistent with external impact, with no evidence of device malfunction prior to the event. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.